Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) during a ventricular episode which accelerated the rate of the arrhythmia. The rhythm was converted by one electric shock. Technical services (ts) analyzed device episode data and reviewed reports with clinician. No adverse patient effects were reported outside of the ventricular fibrillation. Currently, this ICD remains in service.